Event description:
It was observed that during the device evaluation, the camera head exhibited the following reportable events: cable unit was depressed, disconnection in cable unit, noise occurred and no image was displayed. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.